Manufacturer narrative:
(B)(4). Approximate age of device ¿ 56 days. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced bleeding from the lower digestive tract. The patient was transfused with less than 4 units of red blood cells. The patient's inr was 2.4, activated partial thromboplastin time was 110 seconds, and platelet measurement was 24.7 x 10000/ul. The cause of the bleeding was due to complexities of medical management. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced bleeding from the lower digestive tract on (B)(6) 2016. The patient was transfused with less than 4 units of red blood cells. The patient's inr was 1.9, activated partial thromboplastin time was 40 seconds, and platelet measurement was 26.2 x 10000/ul. The cause of the bleeding was due to complexities of medical management. No further information was provided.